Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -12.00/+2.5/081 (sphere/cylinder/axis), and the lens tore. The lens was removed within the same surgery with no apparent injury. Another same model lens was implanted on (B)(6) 2018 and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a lens case/ vial. Visual inspection found the lens optic and haptic torn with presence of debris on the lens surface. Corrected data: date of this report: it is corrected to "(B)(6) 2018" in the initial MDR. Date received by manufacturer: it is corrected to "14-apr-2018" in the initial MDR. Claim# (B)(4).